Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the right ventricular lead exhibited high capture threshold and noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.